Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a severe kink. The hypotube break was located at 22.3cm distal from the strain relief. The bumper tip of the device showed no signs of damage. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 20-dec-2014. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. The 2.50x28mm promus element ¿ drug eluting stent was advanced to treat the lesion, however, the device was unable to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a shaft break.